Event description:
Cardiac surgery with mammary artery - "while physicians were performing the mammary tear down procedure - they noticed blood in surgical field. They removed the blood and realized the clip had failed. They removed all the pieces and replaced it with another clip."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.